Event description:
The rep is reporting that during a shoulder procedure, the distal tip of an expressew flexible suture passer needle broke off and fell into the patient. The needle was retrieved. To complete the case, the surgeon had to open the shoulder and pass the suture with a free needle, without further incident or harm to the patient.

Manufacturer narrative:
At this time, the complaint device is not being returned, which precludes conducting a physical failure analysis. No lot number was supplied which precludes conducting a batch history review. Therefore, we cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object while deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established the device was used once, which could have led to this particular failure mode was well. Outside of these hypotheses, no conclusions can be drawn. At this point in time, no further action is necessary. If the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed. Depuy mitek will continue to track any related complants within this device family as a means of monitoring the extent with which this complaint is observed in the field.